Event description:
It was reported that the 9600 system had an error message and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call.